Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with high blood glucose. Customer's blood glucose at the time of their hospitalization was 1100 mg/dl. The customer stated they have disconnected from their insulin pump. Customer had to disconnect from the call as they were feeling ill. No additional information provided.